Event description:
It was reported that the patient presented at the emergency room due to bradycardia. It was found that the patient's right ventricular apex (rva) lead exhibited high capture threshold. During the procedure, it was also discovered that the lead body had been penetrated by blood and the lead coil had become separated from the lead body. The rva lead was explanted and successfully replaced. The patient was stable.